Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-18: user has high glucose value adverse event report is being submitted due to symptoms related to diabetes - weakness and shaky note: manufacturer contacted customer in a follow-up call on 22-apr-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved and did not have any diabetic symptoms. Medical intervention since the initial call was reported. Customer's son contacted her doctor and instructed customer be taken to the hospital. 911 was called and due to covid-19, customer was treated at home. A few hours before the paramedics arrived, customer took 13 units of humalog. When paramedics arrived, they obtained a blood glucose test result of 586 mg/dl non-fasting using their meter. Customer was diagnosed with hyperglycemia. Paramedics instructed customer to take more insulin to lower blood glucose. Customer's son gave her 5 more units of insulin. Blood glucose test was ran twice and obtained results in the 400s mg/dl and later on in the 200s mg/dl. Customer tested using the truemetrix air meter on day of call and had obtained result of 214mg/dl non-fasting. Note: manufacturer contacted customer in a follow-up call on 30-apr-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Son called on behalf of the customer. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result is 125 mg/dl. At the time of the call, the customer reported feeling weak and shaky in relation to her diabetes. Customer stated that she does not normally feel this way and son stated he will call her doctors office. The product is not stored according to specification and is stored in the kitchen. Customer did have another vial of test strips that had been stored and handled correctly, lot number mw3400s, manufacturer¿s expiration date of 12/31/2020. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix air meter; customer had eaten and also taken 13 units of humalog 30-35 minutes prior. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 17-jun-2020: updated FDA's method, result, and conclusion codes. Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.